Event description:
It was reported that: in intensive care, in infection isolation section, sedated and under treatment - important leaks were observed since the insertion of the cannula on (B)(6).2023. Need to reinflate several times due to this issue. In order to investigate the source of the problem, on the same day of the insertion, a fiber-optic bronchoscopy was done, and it was confirmed that the morphology and pathology of the patient was not the cause. Cannula changed on 03rd december 2023 with need to sedate again and prolonged treatment and ventilation time for the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: in intensive care, in infection isolation section, sedated and under treatment - important leaks were observed since the insertion of the cannula on (B)(6) 2023. Need to reinflate several times due to this issue. In order to investigate the source of the problem, on the same day of the insertion, a fiber-optic bronchoscopy was done, and it was confirmed that the morphology and pathology of the patient was not the cause. Cannula changed on (B)(6) 2023 with need to sedate again and prolonged treatment and ventilation time for the patient.

Manufacturer narrative:
(B)(4). Upon receipt of the sample it was discovered that the product code was different than what was originally reported by the customer. The customer was contacted and confirmed that the wrong product code was reported. (B)(4). Therefore, the initial MDR submitted on 31-jan-2024 should be retracted.